Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned and the reported difficult to position and material deformation (bent struts) were confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to the circumstances of the procedure. Based on visual, functional and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: ht whisper ms. Guide cath: launcher 6 f medtronic. The other 2.75x23mm rx vision and 2.5x15mm mini vision devices referenced are being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the left coronary artery. Three mini vision stent delivery systems were advanced with resistance, one at a time, through a non-abbott 6 french guide catheter and could not pass through. All three stent systems were removed with resistance from the guide catheter and all three stents were noted to be damaged. Reportedly the stent struts of all three devices were not flared and were not broken into two pieces; however, the proximal portion of all three stents has a protruding portion like a metallic splinter. No other device issues were noted during the procedure. Ultimately an unspecified stent was implanted in the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.